Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions provided by technical support to remove the pump case, inspect and clean areas involved, and successfully loaded a new cartridge onto the pump, allowing the resumption of insulin delivery. The customer requested a replacement, which will be sent via a goodwill order.